Event description:
It was reported to covidien on 01/30/2009 that a customer had a problem with a dialysis catheter. The customer reported a patient had to have the catheter removed and replaced due to a cracked adapter.

Manufacturer narrative:
Submit date: 02/19/2009. An investigation is currently underway. Upon completion, the results will be forwarded.